Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced and a disk ordered. No further info is available.

Event description:
The customer reported that the sys displayed a no data connection error message and the sys would not perform fluoroscopic x-ray. No pt injury was reported.